Event description:
Herrick plug allegedly embedded in canaliculus requiring a surgical proecedure (i.e. Dcr) to remove. Oculoplast attempted to remove plug(s) with probing and pressure irrigation prior to surgery without apparent success.